Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery which was causing her blood glucose to be high, over 600 mg/dl. Customer was rewinding the device during the call and stated she didn't know what fill cannula should be set to, assistance was provided. Customer was advised to speak to her doctor in regards to high and monitor them. Customer is not returning the device for analysis.